Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer asked can one button be replaced with out replacing the display panel. There was no reported patient involvement.